Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with symptoms of syncope and associated facial injuries. It was noted that the left bundle branch (lbb) lead exhibited intermittent loss of capture. During the procedure, it was observed that the lbb lead failed to budge from the septum, and the lead helix could not be retracted. The right atrial lead was explanted due to the patient¿s permanent atrial fibrillation. The lbb lead remained implanted and was connected to the right atrial port, while a new lbb lead was connected to the right ventricular port, on (B)(6) 2026. The patient was discharged post-procedure.